Manufacturer narrative:
Additional patient and event information has been requested from the customer. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a knob/anchor broke off from an endsnorz sleep appliance (silent nite 3d) device.

Event description:
A healthcare professional reported that a knob/anchor broke off from an endsnorz sleep appliance (silent nite 3d) device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury, and no medical or surgical procedures were required. It was reported that the patient did not discontinue the use of the device, and the device was replaced with a similar product.

Manufacturer narrative:
Additional information was received for the following sections: a2, a3a, b5. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date; therefore, an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism, which could have caused the anchor to break. The manufacturer's internal reference number is: (B)(4). Additional information: b3: "date of event". B7: "other relevant history". Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.